Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph identified a small particulate inside the bag. The particle appeared to have been detached from the membrane port due to the spiking process by the end user. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified; however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within seven (7) 250 ml capacity intravia containers. The pm was further described as ¿visible particulates¿. The devices were filled with fentanyl. This was discovered during routine manual inspection. There was no patient involvement. No additional information is available.